Event description:
The manufacturer received information that a loaner trilogy evo ventilator was returned to the manufacturer due to a patient passing away. It was noted that the patient was not on the device at the time of death and there is no allegation that the device contributed to the death. The device was evaluated by the manufacturer and no actionable error codes or malfunctions were observed. The unit was calibrated and confirmed to be working correctly. Operation hrs = 0.8 / blower hrs = 0.8. In addition, the technician replaced the air inlet filter & particulate filter. The unit was decontaminated before returning to the enable room. The software version 1.06.10.00. Philips was notified that the patient passed away on 21/5. The device arrived in nr on 23/5 without the power cord or bag. Healthshare to be informed that these accessories will need to be replaced. This event was reviewed by the manufacturer clinical assessment team and was determined: the reported event makes no allegation of any specific device malfunction, user error, failure, labeling, or other deficiency that is relevant to the harm reported. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the reported death. Based on available information, the reported death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. No further action is required. Although there is not an allegation that the device caused or contributed to the mentioned "death" a report will be filed with all applicable regulatory agencies. An attempt to gather additional information on the cause of death is being requested. If additional information is provided a supplemental report will be filed with all applicable regulatory agencies.